Event description:
Customer reported the dpm 6/7 monitor will not display gas readings which may have resulted in a loss of gas monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service reps replaced the gas bench. Calibrated and safety tested unit to factory specifications.